Manufacturer narrative:
On 3-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and electrode damage was encountered. It was reported by the bwi representative that after the replacement of the non-bwi sjm 8 fr sr0 sheath the thermocool® smart touch® sf bi-directional navigation catheter would not go through the sheath, and after taking the catheter out, there was a bit of damage on the tip of the catheter. The catheter was replaced. The new thermocool® smart touch® sf bi-directional navigation catheter was inserted into the sheath with no problems and the case continued. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the device revealed that the tip had an electrode displaced and lifted on a side. The tip was observed on the microscope and it was found evidence of stress marks and mechanical damage on the surface of the electrode. It is possible that the damage was generated with the sheath. No other anomalies were observed. A manufacturing record evaluation was performed for the finished device, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed. The instructions for use (IFU) states that excessive force must not be applied to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes, it could be related to the procedure. The instructions for use (IFU) contain the following recommendations: with a long sheath or short introducer <8.5fin order to avoid damage to the catheter shaft as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and electrode damage was encountered. It was reported by the bwi representative that after the replacement of the non-bwi sjm 8 fr sr0 sheath the thermocool® smart touch® sf bi-directional navigation catheter would not go through the sheath, and after taking the catheter out, there was a bit of damage on the tip of the catheter. The catheter was replaced. The new thermocool® smart touch® sf bi-directional navigation catheter was inserted into the sheath with no problems and the case continued. Additional information was received indicating there was resistance when withdrawing the catheter from the non-bwi sjm 8 fr sr0 sheath, however, the catheter was only withdrawn from the sheath because it was not advancing as expected. Movement was limited and the catheter could not extend beyond the sheath. The resistance resulted in high force to move catheter. The sheath was not blocked. There was no occlusion when irrigating the sheath. The damage did not result in wires being exposed. The tip of the damaged catheter appeared to have a lifted ring. The catheter was pre-shaped. There was no issue when the thermocool® smart touch® sf bi-directional navigation catheter was initially inserted into a straight sheath. The customer¿s reported issue of resistance with the sheath is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is MDR reportable for the damaged electrode.